Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient experienced a skin reaction with an infection. The patient developed cellulitis and had a ¿large marble¿ size abscess at the needle puncture site and the infection spread beyond the patch perimeter. The skin was red and warm to touch, and the patient had mild pain in the area for three days. On (B)(6) 2024, the patient consulted a physician who performed an incision and drainage (I&d) with lidocaine (unspecified route). A dressing was applied to the area and the patient was prescribed a course of unspecified oral antibiotic medication (four pills per day for five days). At the time of follow up contact on (B)(6) 2024, the patient confirmed that the acute phase of the infection has subsided, but there was still a lump in the area. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).